Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and lost consciousness. The patient may have had chest compressions and was externally shocked. The vt was less than the programmed therapy zone. Review of stored electrograms shows some high rate non-sustained tachycardia episodes with some noise on near field. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2003; 4076 implantable pacing lead (B)(6) 2012. (B)(4).